Event description:
It was reported that, "patience presented dislocated. Closed reduction failed. Patient was revised to a 32mm 0 deg 52-54. Surgeon used a 32 head, also unusual wide on liner. Acetabulum is in a near vertical orientation.

Manufacturer narrative:
Additional information has been requested, and if received will be submitted on a supplemental report.